Manufacturer narrative:
The device associated to this report has not been returned to olympus for evaluation. Olympus is making attempts to gather additional information. If new information and/or if the product is received for evaluation, a summary of the findings will be provided in a supplemental report.

Event description:
The customer reported the front left and rear left castors on the product are splitting in the middle. There was no report of patient involvement or harm. There was no additional information provided.

Event description:
New information provided by the user facility report. The reporter confirmed that the event occurred during normal inspection of the device so there was no patient involvement. The end user does not know the load/weight used on the work station, however there were 4 devices total on the shelves. Additionally, it was reported no other devices involved in the event and no delay in the procedure. It was also reported that the device will not be returned to olympus.

Manufacturer narrative:
The user facility reported that no device will be returned for analysis. Per the legal manufacturer investigation, as the product is not being returned so investigation a review was completed of historical investigations for similar failures. The reported failure is the castors are splitting in the middle, historical investigation of returned split tires found the shore hardness and rubber material to be within specifications. The failure mode was able to be recreated when there was a cut across the tire and then a heavy load applied, with these conditions, over time, the splitting of the tire occurred. The conclusion from historical data is that the tires were cut which can result in the tires splitting. Olympus will continue to monitor complaints for this device.